Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer used tandem charging cable and wall adapter and was instructed by technical support to plug wall adapter into outlet known to work and leave it connected for at least 30 minutes to see if pump would begin charging, and technical support planned a follow-up call, although no additional information was received regarding the outcome of the event.